Manufacturer narrative:
The lot number of the delivery device was not provided, therefore, a DHR review could not be performed. The delivery device was returned to b+l. Visual inspection found dried solution visible in the loading deck and what appeared to be dried blood in the device tip. The device was returned with the tip bent. Functional testing could not be performed due to the returned condition of the delivery device. The cause of the damage cannot be determined. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported that a li61aor lens was inserted and removed from the pt's eye intraoperatively after the surgeon was unable to position the lens properly. The incision was enlarged, the lens was removed, and another iol was successfully implanted. Ref MDR #1119279-2011-00195 for the intraocular lens.